Event description:
The provider states the low o2 light is on and stays on. The provider states the rental unit is still running but doesn't alarm. The provider states the failure occured at 3067 hours.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.